Event description:
It was reported that the patient had had a lead change and it ¿was very painful.¿

Event description:
Additional information received stated that the cause of the event was not determined but it was not device related. The patient experienced post-surgical pain. The patient recovered without permanent impairment. It was noted the patient never showed up for his follow-up appointment on (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# lb7646, implanted: (B)(6) 2003, explanted: (B)(6) 2008, product type: lead. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. (B)(4).